Event description:
It was reported that catheter entrapment on the wire occurred. An angiojet zelantedvt was selected for use in a thrombectomy procedure in an unspecified lesion. An attempt to advance a non-bsc wire was performed; however the wire got stuck in the catheter and would not advance. The device was pulled out and a different wire was used. There were no patient complications reported and the patient's status was fine.